Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two (2) devices were received for evaluation. One (1) event was confirmed during testing for overheating and leaking; testing found a shattered bearing, a lack of lubrication and a substance on the exterior of the device. One (1) event was confirmed during testing for overheating, but not for leaking; testing found a shattered bearing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device overheated and was leaking. There was patient involvement; no patient impact.